Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found broken transducer receptacle pin. Based on the results of the investigation, the reported malfunction was due to component failure (damaged broken receptacle pins). A definitive root cause of broken pins cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the shockpulse-se lithotripsy system needed a pen replaced where the connector pin was broken inside right in front of it. The issue occurred during preparation/prior to sedation for an unknown procedure. There were no reports of patient harm.

Event description:
It was reported the shockpulse-se lithotripsy system needed a pen replaced where the connector pin was broken inside right in front of it. The issue occurred during preparation/prior to sedation for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.